Event description:
It was reported that during a lap cholecystectomy procedure, the cannula of the trocar was too large to fit down into the sleeve. They were able to complete the procedure without any impact to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.